Event description:
The customer reported that the buttons on the insulin pump were not functioning properly. The customer stated that he went into the wrong screen and gave him 23 units of insulin. The customer stated that he had to press the button more times to get to where he needs to be. The customer stated that he was taken by ambulance to the hospital, and his glucose level went down to 19 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.